Event description:
Patient family family called lfs on pt's behalf alleging the pt's one touch enhanced meter was prompting not ok. Medical affairs specialist had a spanish-speaking customer service rep call patient to obtain additional info. Patient reported that the meter had been prompting not ok for 2 to 3 weeks intermittently. When the meter was functioning properly, it would read above 500 mg/dl. Patient maintained their insulin regimen throughout the time of concern. A back-up meter was not available. Patient described feeling dizzy before the meter started prompting not ok. Patient eating food and drinking milk prior to visiting their physician on the occasion. A result of almost 300 mg/dl was obtained. Patient's insulin was altered following the physician's visit. However, patient was unable to provide any detailed info. Based on the info provided, there was no evidence that the meter contributed to serious injury. The meter was replaced due to an unresolved issue. The meter would only prompt not ok upon power on. Patient's meter and control solution were replaced.